Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support for further review. Based on the available data, it was noted that in an associated case(MFR# 3009862700-2025-01364), the user had reported an infection at the insertion site. The user confirmed they were prescribed clindamycin 300 mg capsules, to be taken three times daily for 10 days. The infection may have impacted system performance, contributing to the differences observed between bg and sg values. According to dms review, the user is not currently using the system and was advised to use a backup method to monitor glucose and to follow their healthcare provider's recommendations.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support for further review. Based on the available data, it was noted that in an associated case, the user had reported an infection at the insertion site. The user confirmed they were prescribed clindamycin 300 mg capsules, to be taken three times daily for 10 days. The infection may have impacted system performance, contributing to the differences observed between bg and sg values. According to dms review, the user is not currently using the system and was advised to use a backup method to monitor glucose and to follow their healthcare provider's recommendations.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.